Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 19, 2020 - february 20, 2020. H10: two (2) actual samples were received for evaluation. A visual inspection performed using the naked eye found the bladders were ruptured. The ruptured bladders were microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloons) of two (2) small volume intermates ruptured during filling. This issue occurred prior to patient use. The device was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.